Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"), haemorrhoids ("just a hemorrhoid"), psoriasis ("psoriasis") and vitamin d deficiency ("vit d deficiency"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, abdominal distension, haemorrhoids, psoriasis and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, haemorrhoids, medical device removal, psoriasis and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, haemorrhoids and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event psoriasis added. On 20-mar-2020: social media content received: reporter added. Event vit. D deficiency added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating") and haemorrhoids ("just a hemorrhoid"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, abdominal distension and haemorrhoids outcome was unknown. The reporter considered abdominal distension, haemorrhoids and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, haemorrhoids and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: case became incident. Event stomach bloating and medical device removal added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.